Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination was performed of the returned complaint device which revealed the presence of a scratch at the pump tubing. Further examination of the scratch on the pump segment identified a deep hole at the location of the scratch. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual inspection of the bloodline revealed the presence of a hole in the tubing. Therefore, the complaint has been deemed confirmed.

Event description:
The user facility reported that a blood loss event that occurred while a patient underwent a hemodialysis (hd) treatment. Reportedly, prior to treatment initiation, the unit generated an air in line alarm. The tubing was adjusted, and the alarm cleared. The patient was connected and the hd treatment was initiated. However, shortly after the hd therapy was initiated, the air detector alarm went off again. This time, blood was visible dripping from the bloodline tubing, at the location of the blood pump. At this moment, the treatment was discontinued and the machine was removed from the floor. The blood within the extracorporeal circuit was not returned to the patient. The patient¿s estimated blood loss (ebl) was noted as being approximately 200 to 250 ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was re-setup on a difference machine, and then the treatment was continued and successfully completed. The machine that was removed from the floor was cleaned/disinfected, tested, and then returned to the floor. Functional testing performed by the biomed confirmed the system was operating properly. The bloodline was available to be returned to the manufacturer for evaluation. A small hole was believed to be present in the bloodline tubing.